Event description:
It was reported that a large volume folfusor underinfused. The reporter stated that when the device was disconnected from the patient after infusion, 10 - 20 ml of solution remained in the device. The device had been filled with 3700 mg of fluorouracil and 50 mg/ml of glucose to a total fill volume of 166 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device was manufactured from july 7, 2014 to july 8, 2014. The device was received for evaluation. A visual inspection was performed with no issues noted. A functional flow rate was performed and the rates were found to be within the specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.